Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope. A pacing issue of the implantable pulse generator (ipg) was suspected and the device was subsequently reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a hematoma and fractured humerus as a result of the syncopal event.